Manufacturer narrative:
Device evaluation: received parapac ventilatorin good condition. For functional testing the device was connected to 50 psi o2 and powered on. Connected test circuit and mask. Performed initial check and device functioned as intended. Connected backpressure device to unit and let device run for a short period of time, occasionally changing settings and powering unit off and on. During testing, the peak pressure did rise as indicated by customer reported condition. Adjustments were made and peep max stop and was functional. O2 therapy and CPAP control also failed during testing at maximum (35). Attempts were made to adjust but were unsuccessful. Function switch was replaced and checked again. Device then passed all functional tests. The customer reported condition is confirmed. The problem source is unknown.

Event description:
Information was received that a smiths medical ventilator is locked at peak pressure. The unit will not allow the patient to exhale. No adverse events occurred.